Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the leads found lead sn (B)(4) conductors 0, 3-7 broken 24.8 cm from the distal end while the other lead sn (B)(4) conductors were found with no anomalies and within range impedance values.

Event description:
Additional information was received as a result of returned product analysis where it was determined that the conductors 0, 3 - 7 of the lead sn (B)(4) were broken 24.8 cm from the distal end. The returned lead sn (B)(4) was tested with a known good screening cable. The screening cable was connected to an ens, while the lead distal end was placed in a 0.9% saline solution. Using an 8840 programmer, impedances were measured. Normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be submitted once analysis is complete. (B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260,serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer through a manufacturer representative regarding a patient implanted with a neurostimulator (ins) for spinal pain. It was reported by the patient that they were experiencing a diminishing of stimulation and the contacts were slowly turning off. This occured initially on one side and then repeated on the other. Impedance checks showed a resistance of 20k ohms in all contacts and patient was unable to feel stimulation. Patient is reported to be very active and exercises everyday. An x-ray was taken to confirm system integrity and it was determined that the system looked good with no sign of lead migration. A revision was performed and the leads were tested using mltc and an ens. The leads looked visibly ok however the resistance values would change with manipulation of the leads. Ins was also tested and was found to be in perfect working condition however the patient elected to replace it due to being halfway through the ins service life. Issue was resolved upon the revision and no patient symptoms were reported.